Event description:
The customer reported being hospitalized due to high blood glucose of 555 mg/dl. The customer was experiencing high glucose for the past three days. Troubleshooting was performed. The programming shows that the daily totals match to the basal rates and boluses for the day before the event. Reviewed the alarm history and found a low reservoir alarm. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Advised the customer that a tubing clamp will be sent, and call back to perform the high pressure test. The customer's most recent glucose reading was 139 mg/dl, and he has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.